Event description:
It was reported that the patient received blunt trauma to the chest area near the device location. Later the patient presented to the emergency room due to a vibratory alert for pacing lead impedance out of range. Noise was not reproducible on the ventricular channel but when the ventricular autocapture was turned off the impedance measurements returned to normal. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. It is believed that the lead may have been dislodged as the stored egms showed a drop in ventricular sensing.